Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned device revealed that the distal tip section was intact. The body of the device showed evidence of being damaged (peeling) exposing the core wire. The entire length of the wire was examined and anomalies were observed on several sections the ptfe coating was scraped. The device appears to have been in contact with a sharp or metal object. The analysis indicates that the distal tip section (pebax) was intact, there were no parts detached from the guidewire. This is contrary to the initial report of detachment and is no longer considered a reportable event. According to the analysis performed the tight interaction between the guidewire and a sharp object may have contributed to the ptfe jacket peeled. Based on the fact that the event reported was during the insertion and there is no alleged damage in the wire prior to its insertion. The most probable root cause is "caused by other device". A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a procedure in the pancreas on (B)(6), 2010. According to the complaint, during the procedure the guidewire was positioned in the pancreas and a soedhendra extractor was passed over the guidewire. After that the physician observed that the coating of the distal extremity of the guidewire was completely peeled off. No attempt was made to recover the detached tip as it was left in the patient. The doctor had no concerns with the unretrieved device fragment. The procedure was completed with another dreamwire and there were no patient complications. The patient's condition had been described as "ok."

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a procedure in the pancreas on (B)(6) 2010. According to the complaint, during the procedure the guidewire was positioned in the pancreas and a soedhendra extractor was passed over the guidewire. After that the physician observed that the coating of the distal extremity of the guidewire was completely peeled off. No attempt was made to recover the detached tip as it was left in the patient. The doctor had no concerns with the unretrieved device fragment. The procedure was completed with another dreamwire and there were no patient complications. The patient's condition had been described as "ok." On (B)(6) 2011 investigation results revealed that nothing detached making this event non-reportable.